Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer received a low battery alert and they tried changing the battery with new ones but none of them worked. The customer received a battery out limit and the display went blank. The customer's blood glucose level was 200 mg/dl. Troubleshooting was done but the display did not return. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display was noted. The device was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.